Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s mother reported that insulin pump had vibrate anomaly and motor pic failed selftest. The customer¿s blood glucose was 100 mg/dl. Customer¿s mother reported that the warning/alert sounds of the pump were too low. Customer reported that while self-testing, insulin pump display gone and then, motor pic failed selftest occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. However, hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.